Event description:
It was reported to philips that the system was not fully booting up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system did not boot up. Upon checking with customer, quote for evaluation and repair service was sent to customer however quote was not approved, and the quote was cancelled. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome. The evaluation method code was corrected.